Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Complaint origin from (B)(6), (B)(4) distributor. Note: follow-up call was made by (B)(4) on 3/26/2019 in an effort to ensure the customers new replacement products are not giving high readings as previously stated by the customer. Customer confirmed same is working correctly, showing normal results for customer's range. Customer satisfied.

Event description:
Consumer reported complaint for erratic/high blood glucose test results. Customer has his meter since (B)(6) 2018. Stated that he changed the battery and feels the readings are not right. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms, however customer went to general practitioner to have bloods taken, not results available yet, customer is feeling well. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. No adverse event or medical intervention was reported. The meter memory was not reviewed for previous test result history.